Event description:
A baby girl weighing between (B)(6) in incubator was intubated and extubated to nasal CPAP twice. After several days of being on nasal CPAP, it was noted that the patient's columella eroded, and that two products were being used at the same time: the cannulaide and inca nasal prongs. The hospital is unable to confirm how one or both contributed more or less to the outcome. Redness at the columella may or may not have existed before the ca was applied. It seems that she was on vent and went to CPAP, and when the CPAP failed when back to vent. The redness may have occurred at the first CPAP trial without the cannulaide. Apparently moisture got behind the ca then the staff pushed the prongs in, the rubbing may have caused more redness and breakdown. It was not clearly visible to see the breakdown occurring. Eventually the columella eroded all the way back to the septum. Reconstruction is a two phase operation, one for the cartilage and another for the soft tissue. The details were difficult precisely to reconstruct as several months have passed since the incident occurred. The nurse supervisor (B)(6) was not contacted until the erosion had occurred. It appears that the users were pushing the CPAP prongs against the patient's septum even though a cannulaide was in place. They will re-institute use of the cannulaide immediately. (B)(6) will be responsible for making sure that the staff views our instructional video and takes a competency quiz. (B)(6) has agreed to stress the importance of maintaining space between the septum and the barrel of the prongs. (B)(6) has created a competency quiz for the video and forwarded it to (B)(6). The hospital will be having a CPAP workshop after the first of the year ((B)(6) 2009). (B)(6) has invited us to come and present a section about the cannulaide, and train the nursing and respiratory therapy teams at that time.